Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps had a ripped insulation and arcing was seen at the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint. The instrument was inspected prior to use and that is when the torn insulation and burn mark was noticed. The instrument was removed from service and not used in the case. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the distal end. The maryland bipolar forceps instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, no missing material but the wires were exposed. The complaint was confirmed by failure analysis.